Event description:
Customer called to report hospitalization for low bgs. It was stated that the customer woke up with a no delivery and high bgs. The set was changed. However, the customer soon became severly low, device was disconnected, and customer was transported t0 the hospital. Bgs were treated and the customer was released and back on the pump all in the same day. As the customer was under a treatment for breast cancer, they were under a great deal of stress. Troubleshooting was performed. Device tested ok. Customer was in constant contact with the physician regarding low bgs. It was suggested that the injection in conjunction with the correction of the bolus on the device might have resulted in an overcorrection.